Event description:
Boston scientific received information that during the attempted implant of this implantable cardioverter defibrillator (ICD), right ventricular (rv) impedance measurements were 1872 to greater than 2,000 ohms. The rv lead impedances were noted to be normal through the pacing system analyzer (psa). A new device was implanted without further noted issue. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
The device was later returned for analysis.